Event description:
It was reported that the patient presented at clinic for a normal elective replacement indicator (eri) procedure for their pacemaker. The doctor noticed a stripped set screw and could not extract the right ventricular lead from the header of the pacemaker. The lead was capped on (B)(6) 2024 and successfully replaced with a new lead. The patient was discharged.